Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and then subsequently passed away coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On unreported date(s), the patient was treated with colistin 100 milligrams one ampoule per day intravenously (duration not reported) for the peritonitis event. The cause of death was cardiorespiratory arrest. The patient was hospitalized for the peritonitis event. An autopsy was not performed. Dianeal therapy was ongoing, but it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.